Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was questioning specifications of implant. Patient consequence? :yes. Patient consequence description:delay of surgery. Action taken for procedure:used different implant. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.